Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2015 with the following findings: short battery life is illustrated with drastic voltage drop on (B)(6) 2014 leading to a replace battery alarm. Two battery caps were returned one is intact and the other one has stripped threads and was unable to fasten securely. The undamaged battery cap and returned cartridge cap were used to complete the investigation. Moisture corrosion is observed in the battery canister. The pump passed a leak test. The pump powers on with a low battery alarm upon start up, all current reading are within specification. The pump reflected 24u after 24hr on 1u/hr duration test, the pump¿s cover was removed, no further moisture ingress was found inside the pump. Last basal delivery was on (B)(6) 2014 at 9:12pm, manual time change is observed from (B)(6) 2014 at 12:06am to (B)(6) 2014 at 11:06pm leading to tdd to record dates (B)(6) 2014 double and to appear inaccurate. Unrelated to the complaint, the display contrast is dim and pinkish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient had a blood glucose (bg) over 600 mg/dl per the meter; large ketones; increased thirst/urination, nausea/vomiting/abdominal pain. Reporter alleges the low battery alarm is occuring more frequently than expected. During troubleshooting, customer support found that the battery type was correct and matched the setting, low battery alarms were seen in history, and had occurred with 3 separate batteries out of at least 2 separate packs, the battery cap was undamaged but there was moisture/corrosion in the battery compartment. This complaint is being reported because the short battery life issue was not resolved and the patient experienced hyperglycemia.